Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/25/2020. Corrected information: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: received one piece of used drain. We attached to this sample the suction reservoir and applied vacuum, while the fluted part of the drain is immersed into a bowl of water). Upon evaluation, the drain was found to be fully functional. The drain was fully functional. No problem observed or duplicated.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested and obtained: device return status? We regularly contact with sales rep. What do you mean by "" suction could not be done properly after starting suction"" ? The suction failure occurred on the way after suction started. Confirm if there was any issue with the reservoir in use? If yes, provide the reservoir product code and lot #? No further information is available. Lot#? J1810675. Was any issue noticed with drain component that may have caused failure to drain? It was commented that it seemed that a fixing suture was closing the drain tube. Was the drain removed from the patient and a new drain inserted surgically to complete the case intra-op? Or post-op? How was case completed? The operation was completed using another product intra-op. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a drain was used. Suction could not be achieved after starting suction intra-operatively.. It seemed that a fixing suture was closing the drain. The operation was completed by using another product. Further details are not provided. There were no adverse consequences to the patient. Affiliate reference number is (B)(4).